Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 3 mmol/l at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level and low blood glucose level episodes. Customer was treated with carbs. Customer stated that he was low due to labor work. Customer was using auto mode feature. Troubleshooting was declined for low blood glucose level. The device will not be returned for analysis.